Manufacturer narrative:
The device was not returned for evaluation but the customer did provide copies of the mix check report and label. The mixcheck report provides details about the compounding process for the orders. A review of the mix check report and label confirmed an incorrect formula had been entered into the compounder for production. Based on the customer's report and baxter's review of the mix check report, the cause of the event was determined to be user error. The exactamix operator's manual warns that patient harm may result if the details of each order are not thoroughly reviewed by the pharmacist. This event is logged under complaint file number (B)(4).

Event description:
It was reported that an exactamix compounder was used to produce a tpn order containing an incorrect formula, which was subsequently administered to a patient. The reporter stated an older tpn formula order label had been reprinted instead of creating a new label, which resulted in a tpn order with an incorrect formula being entered into the exactamix compounder for production. This mistake was not caught and the tpn order was released for patient use. Further troubleshooting performed by baxter technical services revealed the facility did not utilize settings within the exactamix compounder that limit the amount of times an individual formula can be used for production. There was no report of patient injury, adverse events, or the need for medical intervention in relation to this report. No additional information is available.